Event description:
It was reported that the patient was undergoing trial when the lead migrated which was confirmed with imaging. The patient is doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Investigation conclusion: based on a thorough review of the reported complaint, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was undergoing trial when the lead migrated which was confirmed with imaging. The patient is doing well postoperatively. The explanted device components were not returned.